Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product and patient details cannot be requested as physician did not want any further contact. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Company representative reported on behalf of a healthcare professional that xen gel stent had eroded through the conjunctiva" of an unknown eye 4 weeks post operative. The device has been explanted and a different procedure was performed on the patient. The patient is doing well. The patient had denied the doctor access to perform needling to help prevent the erosion from happening.